Manufacturer narrative:
This complaint has been generated based on findings identified during post market surveillance literature review published by the ¿department of orthopedic surgery, hand surgery unit, copenhagen university hospital gentofte, denmark¿. The article can be found at https://doi.org/10.1055/s-0040-1712981. The reported event could not be confirmed since the device was not returned for evaluation and no other additional information was received from the author. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer became aware of a literature published by the ¿department of orthopedic surgery, hand surgery unit, copenhagen university hospital gentofte, denmark¿. The title of this report is ¿ulnar head or total distal radioulnar joint replacement, isolated and combined with total wrist arthroplasty: midterm results¿, published on june 12, 2020, and can be found at doi https://doi.org/10.1055/s-0040-1712981. The report is associated with the stryker ¿remotion total wrist system¿ and includes an analysis of the clinical data that was collected on 20 patients. The cases in this study range from february 2005 and march 2017. During the review of the literature, it was not possible to establish a precise device(s) identification or patient information; however, the article alleges that 1 patient experienced subsidence of both components, which required revision.